Event description:
It was reported that the user experienced a severe high blood glucose event after forgetting to enter a meal into the ilet system, which constitutes a missed meal announcement and represents an improper or incorrect use procedure related to the user interface. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.